Event description:
The customer reported suppressed ind (indeterminate) flagged troponin I (access accutni) and beta human chorionic gonadotrophin (bhcg) results, for two separate patients, involving the unicel dxc 600i synchron access clinical system utilized in conjunction with the access accutni and access total sshcg assays and calibrators. Subsequent analysis of the patients¿ samples, on an alternate unicel dxc 600i analyzer produced numerical, reportable results. The suppressed results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated several sample counts outside limits errors were in the event log on (B)(4) 2013. Beckman coulter customer technical service (cts) advised the customer to check the cap and fittings on the substrate bottle, verify the substrate probe for visible damage, and perform a complete system check. The customer noted the black fitting on the top of the substrate probe was very loose and tightened the fitting. System check was performed and passed within specification. The customer noted bhcg and troponin I quality control (qc) was low on the day of the event and performed assay recalibration; qc has been within the laboratory's ranges. Patient samples were collected in 12.75 mm becton dickinson (bd) lithium heparin tubes and were full collections with no evidence of fibrin. The samples were centrifuged in a statspin centrifuge at 7,200 rpm (rotations per minute) for five minutes, at room temperature. Samples were less than one hour old prior to reanalysis. The customer stated the issue was resolved. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. All levels of quality control (qc) for each assay were performing within the laboratory's established ranges from (B)(4) 2013. Routine system checks, performed on (B)(4) 2013, passed within instrument specifications.